Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a diep flap procedure, the surgeon says applier not loading properly, rough firing, inconsistent clip gap. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9137h. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was cycled and it fed and it ejected 3 clips; finally, the device locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.